Event description:
Partial knee replacement [partial knee replacement]. Pain [shoulder pain] . Case narrative: initial information received on 30-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case involves adult female patient who experienced partial knee replacement and pain with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only (lot - 9rsl040) via unknown route for osteoarthritis. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had partial knee replacement (knee arthroplasty). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had pain for which patient took medication and later on patient again had pain in shoulder (arthralgia). Action taken: not applicable for both the events. Outcome: not recovered for partial knee replacement; unknown for pain. Corrective treatment: not reported for both the events. Reporter causality: not reported for both the events. Company causality: not reportable for both the events.

Event description:
Partial knee replacement [partial knee replacement] pain [shoulder pain] case narrative: initial information received on 30-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves adult female patient who experienced partial knee replacement and pain with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only (lot - 9rsl040) via unknown route for osteoarthritis. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had partial knee replacement (knee arthroplasty). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had pain for which patient took medication and later on patient again had pain in shoulder (arthralgia). Action taken: not applicable for both the events. Outcome: not recovered for partial knee replacement; unknown for pain. Corrective treatment: not reported for both the events. Reporter causality: not reported for both the events. Company causality: not reportable for both the events. A ptc (product technical complaint) was initiated on 31-mar-2022 for synvisc one (with batch number: 9rsl040) with global ptc number: (B)(4). Sample status: not available. The production and quality control documentation for lot number 9rsl040 expiration date (sep-2022) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot number frequency analysis for lot number 9rsl040 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-may-2022 there were 18 complaints on file for lot number 9rsl040 and all related sublots. 6 complaints were on file for lot# 9rsl040: (2) adverse event reports, (1) leakage, (2) adverse event report and (1) extrusion difficulty. 2 complaints were on file for lot number 9rsl040c: (2) adverse event reports. 10 complaints were on file for lot number: 9rsl040b: (10) adverse event reports. Sanofi would continued to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA was required. The final investigation was completed: 18-may-2022 based on the information received on 18-may-2022. Ptc results added. Text amended accordingly.